Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was suspected to have fractured while connecting it to the pulse generator. The lead was removed from the patient and another lead was implanted. Analysis complete.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the lead was returned severed approximately 46.9 cm from the tip end, (having been severed during the explant procedure). Testing was completed on the returned segment to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was suspected to have fractured while connecting it to the pulse generator. The lead was removed from the patient and another lead was implanted.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was suspected to have fractured while connecting it to the pulse generator. The lead was removed from the patient and another lead was implanted.